Event description:
The customer states there is an issue with the paddles and paddle tray when discharging. There was no info provided on pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.